Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mmol/l to mg/dl. The customer reported modifying their insulin dosage based on readings received in the incorrect unit of measure. They then reported feeling dizzy and weak. However, there was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.